Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower and middle abdomen using the cooladvantage plus applicator and to the upper abdomen using the cooladvantage applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a physician approximately eleven months after the treatments. The patient's abdomen was described as very tight and bigger than before.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower and middle abdomen using the cooladvantage plus applicator and to the upper abdomen using the cooladvantage applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a physician approximately eleven months after the treatments. The patient's abdomen was described as very tight and bigger than before.